Manufacturer narrative:
There is no indication of the bar or stabilizer not functioning correctly, but with the method used to fixate the stabilizer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Please see MDR #1032347-2011-00061, an additional revision surgery on the same patient.

Event description:
It was reported the patient had pectus bar and stabilizer implanted 12/17/2009 for pectus carinatum. A revision surgery was performed on (B)(6) 2010 for the left stabilizer detaching from the rib, because the mersilene tape that was fixating the stabilizer to the rib had broken. The tape was replaced with a cable.